Event description:
It was reported that the neonate was in normothermia. The arctic sun device keeps alarming 114, and treatment stopped. The nurse stated they have not stopped therapy themselves. Confirmed normothermia box was flashing at the bottom. Target temperature was 36.5c, patient temperature was 36.2c, water temperature was 32.6c, water flow rate was 1.2 l/min. The event log shows alarms 14 (patient temperature 1 probe out of range), 15 (unable to obtain a stable patient temperature), and 114 (treatment stopped). The nurse confirmed esophageal probe was in place and verified correct placement. Axillary temperature was correlating and nurse had manipulated temperature cable, patient temperature increased to 36.7c and then showed dashes. Recommended them to swap out the cable. Nurse believes their other machine was in use, and they do not have a spare cable on the unit. Suggested them to check with biomed for a spare cable. Informed nurse if the patient temperature was not accurately reading, the device may cool when needing to hear or vice versa. If they cannot replace the cable or device, they may need to consider other means for therapy to control patients' temperature. Encouraged nurse to call back with any questions or issues. Per follow up information received, they were able to borrow a cable from the picu. They have put in a ticket with their supplies team for new cables. Cable was likely disposed off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.